Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported ¿suture did not capture the vessel and came out with the device¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported ¿suture did not capture the vessel and came out with the device¿ appears to be related to circumstances of the procedure. Based on the returned device condition it is likely that during deployment the plunger was not advanced fully (step 2). Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a left atrial appendage occlusion (laao) closure interventional procedure. Reportedly, the prostyle suture did not capture the vessel and came out with the device. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 10f sheath and the laao procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.